Event description:
Caller reported multiple occlusion alarms there was no adverse impact to the customer¿s blood glucose level, reported not to exceed 500 mg/dl during the event. Reportedly, the customer was using cold insulin and not cycling the cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge and to properly cycle the cartridge before use per user guide. Technical support instructed the caller to perform several actions to address the occlusion, including disconnecting the tubing and delivering boluses, and finally replacing pump supplies.